Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user was unable to attach the connector to the ilet system, and the pump was found unlocked at the fill tubing step; the user was guided to exit the process, start a new one, and successfully complete fill tubing using a new connector, after which they stated they could complete the remaining steps. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no need for medical intervention. Customer care provided support that included troubleshooting and user education performed remotely. Investigation of this case revealed a connector attachment difficulty resolved by replacing the connector, consistent with a connector interface issue limited to a single component lot. It was concluded, based on previously established findings for similar reports, that the cause was user interaction challenges during the supply change compounded by a defective or incompatible connector component.